Event description:
This report was received from an ent physician asking if there had been a formulation change of the sponge. He had been using the product for the past fifteen yrs for tympanic membrane grafting with no problems. He applies the sponge during the procedure and then removes it 1-2 weeks later. He had always been able to vacuum out the sponge easily, however, in the past few months, he had noticed at the time of removal of the sponge, it had become dense and adhered to the middle ear tissue which required scraping to remove. This resulted in discomfort to the pt and prolonged use of antibiotic ear drops. He reported four pts of his and two pts in which his partner had the same problem. According to co's quality assurance, there had been no formulation change in the product. A downward trend in the digestibility of the product had been seen, however, this is well within product specifications. Add'l info was being sought for each pt separately.

Manufacturer narrative:
See box b-6 for discussion regarding reassay of retained sample and results.